Manufacturer narrative:
Device is a combination product. An examination (visual and via scope) of the crimped stent identified stent damage. The most distal stent strut row was damaged with stent struts pulled proximally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm x 3.0mm, concentric, >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified right coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No serious injury or adverse event were reported. However, returned device analysis revealed stent damage.